Event description:
The customer reported a "pop" sound came from the x-ray tube. No pt injuries were reported.

Manufacturer narrative:
The ge svc rep cleaned and re-greased the candles on the system. He ran a high fluoro and film shots, all were operating as intended.